Event description:
During an initial implant procedure, increased pacing impedance, noise, and under-sensing were detected on the right ventricular (rv) lead. Additionally, it was not possible to extend the helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over-torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning and cutting the lead, the helix could be retracted and extended by applying torqued directly to the inner coil. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between conduction paths due to the over-torqued inner coil inside the connector region consistent with procedural damage. The cause of the reported events of lead noise, sensing anomalies and helix mechanism issue was isolated to the inner coil being over-torqued and helix being clogged with blood/tissue.